Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted several troubleshooting steps, including using different wall adapters and charging cables, but the issue persisted. As a resolution, technical support arranged to replace the pump, which was under warranty. Customer agreed to use a multiple daily injection (mdi) therapy as a backup and was instructed to put the pump into storage mode before returning it with a pre-paid label within ten days.